Event description:
It was reported that pump displayed malfunction alarm code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer initially could not reset pump due to not having charging supplies, then later contacted support and was provided reset information, successfully reset pump without recurrence of malfunction, was advised to continue using pump and to call back if issue recurred, and acknowledged instructions.